Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 501 mg/dl. Customer had high blood glucose for 2 weeks in a row. The customer had dizziness. The customer was treated with the pump. The auto mode was not active. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was admitted to be using slow acting insulin instead of the fast acting that the doctors are assuming he was on, for the whole 2 weeks he had been on the pump. The customer recommended to switch infusion sets and rewind the pump. The device will not be returned for the analysis.